Manufacturer narrative:
Product event summary # product ID# 693558. Analysis of the device memory indicated a lead impedance out of range alert, the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the day after implant during testing the right ventricular (rv) lead had high impedance. The lead was revised and during the revision procedure it was determined to be a connection issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID dvbb1d1, implantable cardio-verter defibrillator, implanted: (B)(6) 2013. (B)(4).